Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and contrast in the inflation lumen and balloon, consistent with preparation and use of the catheter in the patient anatomy. The balloon was returned flat, which is consistent with the balloon deflated outside of the body. The proximal half of the balloon was twisted. The inner member was bunched between the proximal and distal balloon seals. The inner and outer members were bunched at the proximal balloon seal for a length of 1.5 cm. There were two bends in the hypotube. There was no stretching noted to the shaft. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to pressurize the balloon catheter. The balloon did not inflate or deflate due to the thick crystallized contrast in the inflation lumen and balloon. In this case, it was reported the rx trek was able to be inflated and deflated successfully prior to the inflation issues, which suggests there was no initial problem with the catheter. It is possible that the catheter was inadvertently manipulated in the moderately tortuous anatomy during the second advancement in the anatomy, resulting in the shaft bunching as there was no damage noted to the catheter in the inspection prior to use or included in the case information. This bunching would then contribute to the reported difficulty of inflating the balloon. Additionally, it is possible that the contrast began to coagulate in the lumen and balloon after the first successful use of the product, further contributing to the reported difficulties. Further handling during packaging, handling and return to abbott vascular for analysis likely contributed to the noted bends in the hypotube. Factors that may contribute to the difficulty to inflate/deflate a balloon catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To ensure these difficulties are not the result of manufacturing, all products are inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. A conclusive cause for the reported difficulties could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat lesions in the proximal to distal right coronary artery with moderate tortuosity. The 3.0 x 30 trek balloon was used for pre-dilatation and inflated to 8 atmospheres. A non-abbott stent was advanced, but did not cross the lesion. Further dilatation was attempted with the same trek balloon; however, the balloon was unable to inflate, and the trek was removed. An attempt was then made to inflate the balloon outside the patient anatomy, which was successful; however, the balloon was unable to be deflated. The procedure was successfully completed using a 3.0 x 30 voyager. There were no patient effects reported. Though requested, no additional information was provided.